Event description:
It has been reported that the inner sterile packaging was found already open during the operation, the doctor used a spare bone cement to complete the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 4 complaints have been recorded on refobacin bone cement r 1x40-3, reference 3003940001-3, over the batch a927ba1601. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send to inform about the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner sterile packaging was found already open during the operation, the doctor used a spare bone cement to complete the operation. No adverse events have been reported as a result of the malfunction.